Event description:
Customer reported: after one days use on a patient at hospital, the cuff pressure suddenly declined. Customer reported after extubation, a nurse manager confirmed the air leakage from the cuff. Customer confirmed that no fault was identified during pretesting efforts. The information provided by the customer confirms that extubation and reintubation of a replacement tube was required. Customer confirmed that no additional harm to the patient.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.